Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for fecal incontinence. It was reported that the trial was initiated on (B)(6) 2026. It was reported that they started notice bleeding and pain around incision site starting yesterday evening. The patient thought that wires has moved last night but have not yet seen their back to confirmed, but they felt it had moved. The patient also said that the pain they were experiencing was around 2-7/10 depending on how they moved. The patient was advised to contact physician office for medical assistance, as per patient office closed on weekends. The issue was notified manufacturer representative (rep) to contact patient and assist. It was unknown if the issue was resolved.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead lot# unknown serial# implanted: (B)(6) 2026. Explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.